Event description:
This was a reported lead extraction case to remove a non-functional sjm 1581 riata dual coil ICD (implanted 2004) lead with externalized conductors. The md prepped the rv lead with a lld-ez and began lasing with a 14f gl until significant adhesions were encounter, then upsized to a 16f gl. The md lased to the distal tip of the rv lead and applied gentle traction until the lead released. Upon removing the lead and laser sheath the patient's abp dropped to 64/50. CPR was started and the cvs called into the room. The cvs arrived, performed a sternotomy within 8 minutes and noted a svc/ra junction tear. The patient was placed on bypass and tear repaired. The cvs stated there was "significant calcification of the lateral wall of the ra". The rv lead also had significant scarring/calcium on the proximal coil. Bilateral chest tubes were placed, patient transferred to the ICU but unfortunately did not survive.